Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator, created a red alert on the latitude programmer that indicated a high right ventricular pacing lead impedance detection. (Right ventricular lead model and serial number unknown) the patient attended an in office follow up visit with their primary physician on (B)(6), 2010. The patient was evaluated and the pacing system remains implanted with no programming changes. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. Should additional information become available an amended report wil be submitted.